Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater then 600 mg/dl), 466 mg/dl, and 177 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.